Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4)